Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd saf-t-intima¿ safety system with removable prn 24 ga 0.75 in the catheter tube was damaged and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: on (B)(6) 2022 digestive internal medicine nurses using closed type automatic retraction needlepoint indwelling needle by intravenous drug for the treatment of disease, patients with that in patients with venous indwelling closed type automatic retraction after indwelling needle, the needle to the rehydration intravenous drug leakage found indwelling needle tube was damaged , indwelling needle was replaced immediately after the damaged part was found, comforted patient and reported to the head nurse and medical department and inform the manufacturer at the same time.

Manufacturer narrative:
Investigation summary: since no photos or samples displaying the reported conditions of catheter defective/damaged and leakage were available for examination, we were unable to fully investigate this incident. DHR was reviewed and no qns or other events were found related to the complaint stated by the customer. According to sampling plan applied for product performance, this lot was accepted. H3 other text : see h10.

Event description:
It was reported while using bd saf-t-intima¿ safety system with removable prn 24 ga 0.75 in the catheter tube was damaged and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: on (B)(6) 2022 digestive internal medicine nurses using closed type automatic retraction needlepoint indwelling needle by intravenous drug for the treatment of disease, patients with that in patients with venous indwelling closed type automatic retraction after indwelling needle, the needle to the rehydration intravenous drug leakage found indwelling needle tube was damaged , indwelling needle was replaced immediately after the damaged part was found, comforted patient and reported to the head nurse and medical department and inform the manufacturer at the same time.